Event description:
A customer reported 100 ml yellowish fluid leak under the front center area of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place.

Manufacturer narrative:
A field service engineer (fse) was on site and found the leak under the instrument was caused by a broken probe wipe wash truck. Although a probe wash truck may contain blood and diluent while in operation and cleaner while in shutdown; this particular leak only contained diluent. The fse replaced the probe wipe wash truck to resolve the issue. Failure mode of the event was the broken probe wipe wash truck. (B)(4).